Event description:
The dr was implanting the lens by use of the inserter when the tip of the instrument spit and the lens expelled in a vertical position. The incision was enlarged to remove the lens and a capsular tear was noted. A vitrectomy was performed prior to implanting another lens.